Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a broken skin irritation under the lifevest equipment. Patient described the area as the lifevest rubbing against an incision from a previous procedure causing the incision to become irritated with some leaking fluid. Patient also mention some indents in the skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse adjusted the bandages for the skin irritation. Follow up indicated that the skin irritation improved.